Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported has been verified and repaired. The following repair activities were performed service & repair functions as per procedure. Attached box label, electrical safety, customer letter and vapr vue repair record. Nothing noted in the service history that could have contributed to the complaint. As per customer's complaint of error code 200 ref 26 was displayed, unit was evaluated and found that the cpu board was not totally connected to the rf board. To correct the problem; reseated the cpu board. Minor scratches on unit top plate and fascia were noted; no repairs needed. The missing dust cover was replaced. The unit was upgraded to be arc detect compatible, and the unit's software was updated to the latest revision as per the service manual. Accessories of a wired footswitch and power cord were sent in with the unit. The footswitch is a non-repairable device, and will be returned to the customer in the condition it was delivered in. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the device was sent to the affiliate in (B)(6) for repair and return because the error code 200.26 was displayed. The following additional information was received via email by mitek complaints on may 12, 2016: the sales representative emailed back and responded that the procedure was a shoulder decompression. The sales representative stated that the surgeon completed the procedure with a product from another company with no patient consequences but there was a three (3) minute delay.